Event description:
It was reported to baxter (B)(4) that a two day infusor device was found to be leaking at the connection of the luer and blue winged cap. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with a solution of 5-fluorouracil and saline. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.